Event description:
It was reported that the inflatable penile prosthesis (ipp) presented difficulty inflating and it is hard to squeeze. It was also mentioned the patient experienced mild pain and a possible infection. A surgical procedure was performed to replace the system. There were no patient complications.